Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports the swg (spring wire guide) is defective.

Event description:
The customer reports the swg (spring wire guide) is defective.

Manufacturer narrative:
Qn#(B)(4). The customer returned one swg, one catheter, and one lidstock for analysis. No definite signs-of-use were observed. Visual analysis revealed that the guide wire was returned inserted through the catheter. The catheter body appeared to have one slight bend towards the distal tip. The guide wire was removed from the catheter with little to no difficulty. No damage was observed on the guide wire; however, the kink/bend on the catheter was still visible. The kink/bend in the catheter measured 13mm from the distal tip. The catheter body total length from the juncture hub to the distal tip measured 5 1/16", which is within the specification limits of 4 13/16"-5 3/16" per the catheter graphic. The catheter outer diameter measured .056", which is within the specification limits of .054"-.058" per the catheter extrusion graphic. The inner diameter at the catheter tip measured .021", which is within the specification limits of .021"-.023" per the catheter graphic. The guide wire total length measured 17 15/16", which is within the specification limits of 17 11/16"-18 1/16" per the guide wire graphic. The guide wire outer diameter measured .017", which is within the specification limits of .017"-.018" per the guide wire graphic. The returned guide wire was passed through the distal end of the returned catheter. Significant resistance was observed at the kinking; however , the guide wire was eventually able to pass completely through the catheter. The distal and proximal lumens were flushed with water using a lab inventory syringe. No blockages were observed. A packaging engineer was consulted as part of this complaint investigation. It was concluded that the cause of the defect was because the same tray is used for multiple different catheters. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of catheter/guide wire resistance was confirmed through complaint investigation. Visual analysis revealed a kink/bend towards the distal end of the catheter body. The guide wire was removed from the catheter and no defects or anomalies were observed with the guide wire. Despite this, the kinking was still observed on the catheter. The catheter and guide wire met all relevant dimensional and functional requirements, and a device history record review was performed, and no relevant findings were identified. Based on the customer report and the comments from a packaging engineer, design (package design) likely caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports the swg (spring wire guide) is defective.